Event description:
The customer's mother reported that the customer had a blood glucose value of over 600 mg/dl. Symptoms reported were difficulty breathing and sore abdomen. During troubleshooting it was discovered that one delivery had not occurred; it was advised to ensure pressing the act button in order to active a bolus delivery of insulin. Troubleshooting could not be completed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.